Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl. The customer was treated by drinking juice with sugar and glucagon. The customer was not want to troubleshoot for low blood glucose. The auto mode status screen shows auto mode turned off. The insulin pump will not be returned for analysis.